Event description:
It was reported by service report that the side rail would not lock into the raised positon.

Manufacturer narrative:
Result: side rail.

Event description:
It was reported by service report that the side rail would not lock into the raised positon due to a damaged timing link.

Manufacturer narrative:
Follow-up submitted as further investigation determined the siderails was not locking in the raised position due to a damaged timing link.